Event description:
The patient has bilateral devices. See MFR 3004209178-2013-14877 for the report for the second device. It was reported that the patient had a loss of therapeutic effect over the prior 2 months following hip surgery. The patient's shaking returned ¿pretty¿ suddenly. The patient also fell a couple of times since the hip surgery, and hit her head pretty hard twice in addition. The day of the report, the patient had fallen and was taken to the hospital. The patient was being released back to assisted living later that morning. The patient wanted to have the device checked and was going to a new neurologist on 2013 (B)(6). The assistance of a company representative was requested. It was further reported that the patient was discharged from the emergency room as planned. It was agreed that the patient would have the device checked by her physician at the 2013 (B)(6) appointment. On 2013 (B)(6), it was reported that the patient was having issues and was hallucinating. It was clarified that the patient's issues were related to kidney function and dehydration issues. The patient was seen by the neurologist as planned and no further issues were reported.

Manufacturer narrative:
Product ID 7428, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 7436, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3550-09 lot# n0025469, implanted: 2006 (B)(6); product type accessory product ID 748266, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3387-40 lot# j0348697v, implanted: 2003 (B)(6); product type lead product ID 7436, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 748266, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3387-40 lot# j0348697v, implanted: 2003 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).